Manufacturer narrative:
The investigation of high purge pressure has been completed. The pump was returned for investigation. No physical damage was observed on the returned pump. A significant amount of biomaterial was noted on the outflow cage and impeller. The biomaterial was flushed out during the start of the test run, and the pump was run according to specifications in a bucket of water. There were no issues noted with the purge parameters during the test run. The data log shows a slow rise in purge pressure from 500 mmhg to 700 mmhg over a 20-hour period during the case on the 12th. No purge-related alarms were triggered during this time. Purge flow was seen resolved with gradual decrease trend. As per the clinical, lysis protocol applied during purge pressure rise event. The cause of the purge pressure issue was most likely biomaterial buildup, based on data log review and returned product investigation.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome. The instructions for use for the impella 5.5 with smartassist states the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The user facility reported 5.5 pump support ongoing for a patient admitted in with cardiogenic shock. The pump had purge flow/pressure issues that were remedied by the addition of tissue plasminogen activator (tpa) lysis to the purge fluid. Pump remained on to date despite malfunction. Patient later expired when care was withdrawn after 11 days of support. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.